Manufacturer narrative:
(B)(4). The service engineer was unable to replicate the reported issue. All performed calibrations and tests were passed.

Event description:
It was reported that the ventilator incorrectly read the respiratory rate and tidal volume size. The patient was reportedly unharmed.